Event description:
It was reported that patient's system was scheduled for removal on (B)(6) 2023. No further information was provided to the abbott representative; therefore, it is unknown why surgery was scheduled or if explant procedure took place.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received. Section b3: date of event is estimated. Section b5: during processing of this incident, multiple attempts were made to obtain complete event information; however, no further information is known or received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.